Manufacturer narrative:
(B)(4). Event evaluation: this historical complaint is being filed under 21 cfr part 803 as part of a retrospective review of complaint files. A review of complaint history and specifications was conducted during the investigation. The device, pictures, nor imaging were returned to assist with this investigation. The product in this case, a ufh-500-r multi-length ureteral stent, is manufactured in accordance with manufacturing instructions and inspected according to quality control specifications. The appropriate manufacturing controls are in place assuring functionality and device integrity prior to shipment. The lot record for the device, lot number: 5527558, was reviewed. No issues relating to product quality that may have contributed to this failure mode were observed. The product IFU in this case states: "individual variations of interaction between stents and urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested." Based on the provided information, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A cystoscopy, retrograde pyelogram, ureteroscopy, right eswl procedure was being performed on the (B)(6) male patient with a pre-existing condition of renal stone. The cystoscope was introduced and the right ureteral orifice was grasped and brought down. A portion came out and there was a slight hang up. Re-cystoscopy showed that there had been a loop caught as it coiled back on itself and the stent. With gradual traction, this easily released, came through the right ureteral orifice and was removed. The patient did not require and additional procedures nor experience any adverse effects due to this occurrence.